Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused cytarabine during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a review of the event history log was performed for the event date provided and shows the infusion was running in primary mode with a programmed rate of approximately 11.3 ml/hr, with volume to be infused (vtbi) decreasing progressively in line with delivered volume. Throughout the infusion, multiple downstream occlusion alarms were observed. In each instance, the pump appropriately transitioned to stop state and auto-restarted after alarm clearance. These recurrent interruptions indicate repeated resistance in the downstream line during therapy. The recorded delivered volume increased progressively consistent with the programmed infusion rate over time. No sudden increases in delivered volume or rate changes were observed that would suggest uncontrolled flow or delivery exceeding programmed parameters. Later, the user stopped the infusion with 254 ml delivered, which is consistent with the reported expected volume range (including overfill). No evidence of the device delivering beyond the programmed vtbi or infusing at a higher-than-programmed rate was identified in the ehl data. In conclusion, the repeated downstream occlusion alarms observed during the infusion are indicative of potential external factors such as line restriction, catheter resistance, or IV setup conditions. These events may impact infusion continuity but do not indicate intrinsic device malfunction or over infusion. The pump functioned as designed, detecting occlusion conditions and responding appropriately. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.